Event description:
I needed hysterectomy. Doctor said I had to try ablation first. I had a previous tubal which is a contradiction to this procedure. Ten days after the procedure, I started bleeding, and had horrific pains. The doctor gave me the runaround. You're still healing, you're adjusting, give it time, give it 3 cycles, etc. The bleeding never stopped, and the pain progressed every day. By 6 months, I begged the doctor to see me. Something was wrong. All I could do was curl up into fetal position with towels under me. The pain and bleeding was so bad I couldn't function. She begrudgingly agreed to see me, said everything looked fine, but had me go for an ultrasound. Less than a week later, I was having a hysterectomy. Six months after that, I was having pelvic reconstruction to repair even more damage. I find it hard to believe all this damage just appeared out of nowhere after years of multiple doctors claiming nothing was wrong with me. All the MRI's, scans, ultrasounds, exploratory surgeries, bloodwork, all had been "normal" up until the ablation. Within 6 months, my insides were a mess. Novasure should be banned. My body will never be close to the same. I will forever need to live with side effects that will not go away ever.